Event description:
It was reported that, before a cori lab, the case was set up and awaiting tracker positioning. An audible beep was heard and a message appeared that camera connection was lost. A secondary message appeared that the unit was trying to reestablish connection with a spinning wheel. They waited 5 minutes approximately and unplugged the provided ethernet cable from demo unit and camera and reattached. They did a hard reset and started a new case and proceeded with no further issue. No patient was involved. No other complications were reported.

Manufacturer narrative:
G3, h2, h3, and h6: the cori camera p/n rob10025 s/n (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was not established. Nothing visually contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A camera accuracy verification was performed and passed. The camera functioned as intended without any errors. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor may be a loose cable connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. D8 and d9: updated part number.